Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Additional information has been requested. (B)(4).

Event description:
A physician reported cases of allergic reaction and the beginning of endophthalmitis and mentioned that another ophthalmologist has had 2 similar cases. Additional information was provided by the implanting physician, who reported that he has had many patients in this situation. The patients were treated with metcortem, injectable corticoids and duo decadron. The events occurred in (B)(6). The patient's conditions are worsening. The patients presented with pus. Additional information has been requested.